Event description:
A coronial investigation unit is investigating the death of an elderly person, at a (B)(6) care facility, as a result of falling from a sling fitted to a maxi twin lift. It appears that either a clip wasn't fitted properly or failed, resulting in the person falling from the lift and receiving injuries. Ref MFR report # 9611530-2013-00040.